Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that this pt was revised due to high metal ions. This was a left rejuvenate revision.